Event description:
Voluntary medwatch received states that the patient was presented with valve infection and endocarditis. No intervention was reported and no patient condition or further information could be obtained.